Manufacturer narrative:
The subject device has not been returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon with leakage. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of sorc, omsc surmised there was the possibility that this phenomenon was attributed to being applied the excessive stress to distal end more than it was expected. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual maintenance at olympus service operation repair center (sorc), it was found there was gap of adhesive on the distal end of the subject device. There was no report of patient injury associated with this event.